Event description:
Caller reported a tandem mobi cartridge alarm occurring during the load process. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.